Event description:
Resident was being lifted back to bed in 2007 with on arjo lift. She was 12-18 inches above bed when lift broke and dropped her in her bed. Resident started complaining of back pain. Sent to emergency room and x-ray done that shows compression fracture l4 versus old fracture waiting for follow up from resident's dr. Does receive pain medication, heat pad and other medication.